Event description:
It was reported that a patient on peritoneal dialysis therapy experienced a leak on the transfer set near the twist clamp. This event was reported to occur during patient use. No injury or medical intervention was reported on the patient. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A sample was received for evaluation. A visual inspection was performed with a cut or hole noted in the tubing. A leak test was performed with a leak noted form the cut or hole in the tubing. A clear passage test and clamp function test were performed with no issues noted. The reported problem identified and the cause of the leak was determined to be a hole in the tubing. The cause of the hole is undetermined. Should additional relevant information become available, a supplemental report will be submitted.